Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to corroded keypad traces. No stuck button error alarm noted during testing.

Event description:
The customer reported via phone call that their insulin pump had a stuck button alarm. The customer¿s blood glucose was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.